Manufacturer narrative:
The carestream vue ris operated as designed and expected and did not cause this event. The root cause was identified in the integration software used to convert the information in a standard medical device format (dicom) to the non medical device system format of hl7 messages.

Event description:
(B)(4). X-ray exam was reported in ris identifying need for urgent follow up action with patient having an identified cancer. The report was passed through hospital it systems and arrived at ice it system with header but no report body. The lack of body meant the ice system did not find a pathway code allowing it to be progressed and so patient treatment did not occur. Clinicians stated the cancer was now terminal due treatment not being provided.